Manufacturer narrative:
On (B)(6) 2016 , technical support service (tss) conducted follow-up with the customer by phone to address the reported event. The customer rebooted the analyzer. The customer cleaned the pickup and no errors were reported. On (B)(6) 2016 the customer reported receiving a 2160-error and 4153 z transfer home over run error. The customer reported cleaning the pick up armand waste chute, which did not resolve the error. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event. The customer ran vitamin d the previous afternoon with no errors and 100 cups in the morning with no errors. The fse concluded that the customer resolved the issue by cleaning cup presence sensor. The fse ran 20 tt3 with no errors and then disassembled the picker and cleaned it throughly. Patient samples were running, with no issues. The aia-900 analyzer is functioning as intended with all issues cleared. No further action required by fse. The most probable cause of the reported event was due to cup transfer sticking. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported error 2160, cup transfer not detected, with the aia 900 analyzer. The customer is unable to run hga1c patient samples. A technical service specialist (tss) performed troubleshooting by phone to address the reported event. The problem reoccurred which led to the dispatch of a field service engineer (fse) to address the reported event, which resulted in delayed reporting of hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.